Event description:
Boston scientific received information that the patient implanted with this implantable right atrial pacing lead had fallen. A change in the daily pacing impedance and sensing measurements then occurred. A chest x-ray revealed the lead had dislodged into the superior vena cava. An invasive procedure was performed. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
It was reported that the lead was disposed of by the hospital staff before it could be retrieved for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.